Manufacturer narrative:
The insulin pump was received with no button response at bolus and down arrow button due to unlocked connector on lcd board. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the bolus button was intermittently working. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.